Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the user received an unable to authenticate message. A technical support specialist (tss) reviewed the medstation and confirmed that the active directory synchronization issue persisted. Further investigation identified that two devices, chmain and chor, were communicating with azure-hosted domain controllers within the customer network. It was determined that these devices were not intended to authenticate against those domain controllers. The authentication failure was attributed to a customer active directory domain controller configuration issue and not to a device malfunction. The customer worked internally to correct the misconfiguration. The system functioned as intended after technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower when the customer put in her user code, they did not get the option to use bioid or enter their password; they only received the message unable to authenticate. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower when the customer put in her user code, they did not get the option to use bioid or enter their password; they only received the message unable to authenticate. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.